Event description:
Additional information received reported that the reporter suspected that the needle might have ¿dislodged a little bit when the nurse was trying to put the medicine back in.¿ ¿the medicine went underneath the skin on top of the pump instead of going into the pump.¿ the patient¿s skin felt cool right after the medicine was injected and afterwards it was warm.

Event description:
There was a potential pocket fill of 20 ml of 2,000 mcg/ml of baclofen. The patient was at the clinic and was not experiencing any symptoms. "Mashing" was observed at the pump site and clear fluid from the needle hole. The healthcare provider was planning on accessing and aspirating the pump. Further information is being requested at this time; a supplemental report will be submitted if additional information is received.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient had swollen adipose tissue over the pump / swelling between the pump and surface of the skin. No signs of shortness of breath or "anything else" were determined. Patient's vital signs were stable. The patient did not require hospitalization. The pump contained the expected residual amount of lioresal (18.2 ml), which was withdrawn. When the pump was accessed and medication was being inserted into the pump, it was indicated that it was "too hard to push"; and when the needle was removed clear fluid was coming from the site of the needle insertion. The amount of baclofen removed was what was expected. The pump was re-accessed and filled. No further problems occurred and the patient tolerated the procedure "well". The patient was further noted as being without injury.